Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure the gauge did not register. An encore26 inflation device was connected to a non-bsc balloon catheter. When the physician attempted to inflate the balloon, the gauge of the encore26 did not increase. The procedure was completed with another of the same inflation device. There were no patient complications with the patient's current condition listed as "good." Additional information was requested but is not available.